Manufacturer narrative:
Findings: unit received with missing segments due to cracked lcd glass. Unable to perform functional test including selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to missing segments. Unit received with minor scratched display window and case.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Blood glucose level at the time of the incident was 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.